Event description:
When the physician conducted a power injection of contrast for the left ventricle, leakage was noticed at the distal strain relief. The physician then removed the catheter from the pt and manually injected it and again noticed leakage. There were no adverse effects to the pt. No anomalies were noted on the product prior to being used in the pt as well as no difficulties were encountered while prepping the product.

Manufacturer narrative:
During ventriculography, leakage at the strain of a 4french infiniti pigtail catheter was identified. The catheter was removed from the pt and no injury occurred. No anomalies were found on the unit prior to its use in the pt. No additional clinical details were provided and no product has been returned for analysis. The complaint could not confirmed, and a root cause could not identified without product analysis; however, a review of the manufacturing records was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. It is unk what factors may have contributed to the event.